Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after a transcarotid artery revascularization (tcar) procedure, the patient had a stroke. The stent was noted to be open and patent. Patient was sent to a rehabilitation facility. Additional information obtained on (B)(6) 2022 indicated the patient had left arm deficits that did not resolve within 24 hours. Magnetic resonance imaging (MRI) revealed that the patient experienced an embolic event.